Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint devices were received and evaluated. Visual observation confirms the distal tips of both the anchors are broken. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(01)10886705023462(10)3698505(17)160430 associated medwatch: [mr#1221934-2018-51948]

Event description:
The sales rep reported that during an arthroscopic rotator cuff repair the distal tip of the healix advance knotless br anchor broke on two separate anchors upon insertion. The sales rep reported the surgeon used the awl but did not tap. The sales rep reported the surgeon used 3 tails of orthocord each time and once the anchors broke the surgeon used the stay suture to remove the anchors. The sales rep reported both of the anchors broke at the exact same time in the procedure and in the same way. The surgeon fully removed the broken anchors each time and used the same bone hole to finish the procedure. The surgeon used a peek knotless anchor 4.75mm to complete the procedure with no patient consequences or delays. The sales rep reported the patient was a male, (B)(6) years old with good bone quality. No further information was available.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint devices were received and evaluated. Visual observation confirms the distal tips of both the anchors are broken. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI(B)(4). Associated medwatch: [mr#1221934-2018-51948]. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.